Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported of the pump modules had broken doors was not confirmed reviewing the data and no malfunction device were provided for testing. The external and internal inspection could not be performed as the suspect pump module was not received for investigation. The facility provided a description of the event issue. On the last pm cycle in september 2024, pump modules needed to have dim displays replaced, because has dim display recall, broken doors and iui connectors with corrosion. The preventative maintenance was performed on the devices, including thorough cleaning, replacing iui connectors if necessary, and finding that many module release latches are not working properly due to probe feeding. Module release latches are cleaned or replaced. Additionally, batteries were replaced per bd recommended replacement cycle. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. A review of the logs could not be performed, as the suspect devices were not received, and the battery log, error log or event logs were not provided. Per the alaris directions for use (dfu v12.1), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alaris system. Root cause: the root cause of the reported that the pump modules had broken doors cannot be determined from the provided information and emails. There were no devices returned for investigation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules had broken doors. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules had broken doors. This was reported to bd representatives during site visit. There was no patient involvement.